Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a fall the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. High impedances were found on the other lead. As a result, surgical intervention was undertaken (B)(6) 2025 to reposition the migrated lead and replace the lead with impedances.